Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. "Di" not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to the insulation anomaly. No further information was available.

Event description:
New information on (B)(6) 2018 stated that the patient presented in the emergency room. Upon interrogation, the right ventricular exhibited low impedance values and intermittent loss of capture. The patient was stable throughout the whole procedure.